Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "it was perceived that this insert did not fully seat. He went and got another one out of the tote and it was cemented baseplate. The femur is a 5l cr triathlon cemented."